Event description:
It was reported that there was no capture on the atrial lead, dislodgement, and pain during pacing. It was further reported the sensing value was lower. The lead status is unknown. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.